Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm was unremarkable and the iliac arteries were small and calcified. The left iliac where the bifurcated stent graft was inserted was severely calcified and measured 5 mm in diameter. The iliac artery (intima) came out with the delivery system after the stent graft was deployed. A dacron graft was surgically placed and resolved the dissection. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (trauma to the vessel); patient's condition affected effectiveness of device (small 5 mm diameter iliac artery); incorrect technique/procedure (user related; using device in a small 5 mm diameter iliac artery). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (small 5 mm diameter iliac artery); operational context contributed to event (user related; using device in a small 5 mm diameter iliac artery).